Manufacturer narrative:
Concomitant medical products: 4195 lead, implanted: (B)(6) 2009; 5076 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been under-paced due to noise on the right ventricular (rv) lead. In addition, the lead exhibited high and undefined impedance measurements. A lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.